Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿jumbo cups for revision of acetabular defects after total hip arthroplasty: a retrospective review of a case series¿ by christian wedemeyer, et al, published by archives in orthopaedic surgery (2008), vol. 128, pp. 545-550, was reviewed. The purpose of this study was to evaluate the results of acetabular reconstruction using jumbo cups after applying bone allografts to build up bone stock between september 1989 and june 2001. The products used in the index tha surgeries are unknown. This study focuses on the acetabular cups. The authors do not identify the liners, heads, or stems within the text of the article. This complaint will capture the depuy products used in 5 patients. Implanted depuy products: 5 patients received duraloc acetabular cups with locking rings. Results: patient 5: revised duraloc cup and locking ring due to septic loosening of the cup. The cup loosening is attributed to periprosthetic infection. Implant loosening, medical device removal, infection, surgical intervention. Patient 8: revised duraloc cup due to aseptic loosening. Implant loosening, inadequate osseointegration, medical device removal, surgical intervention. Patient 2: patient treated with oral antibiotics for an operative site superficial wound infection. No revisions or surgical interventions required and there were no reported product problems. Duraloc cup and locking ring coded for wound infection, minor injury. Patient 4: patient treated with oral antibiotics for an operative site superficial wound infection. No revisions or surgical interventions required and there were no reported product problems. Duraloc cup and locking ring coded for wound infection, minor injury. Patient 9: revision of the duraloc cup and locking ring due to hematoma and minor surgical site bleeding. There were no reported product problems with the cup and locking ring. Medical device removal, surgical intervention, minor bleed, hematoma. "